Event description:
The account stated that the physician has questioned a hct result generated by the cell-dyn 1700 analyzer. The initial hct result was 18.6% but when the sample was tested by the spun method, the hct was 43.5%. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.